Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low and elevated (values not provided). Customer declined to provide further information and declined tandem technical support's offer to troubleshoot.